Manufacturer narrative:
The investigational analysis completed 11/22/2019. The device was inspected and pebax sleeve had reddish-brown material inside. During the second visual inspection, a hole was found. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the shipment. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that during ablation the force values displayed high. The pressure value was not stable. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed high force values were assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 10/21/2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish-brown material was observed inside the pebax sleeve. The observed reddish-brown material in the pebax sleeve has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. During a second visual inspection on 11/19/2019, the bwi pal found reddish material inside the pebax and a hole was found. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 11/19/2019.